Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 303 analytical unit. The initial result was 17.5% with a data flag. The doctor questioned this result. The sample was repeated twice, with results of 4.99% and 4.93%.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The a1cx3 reagent lot number was 872465 with an expiration date of 31-aug-2026. Qc was acceptable. There was no indication of a reagent performance issue. No preanalytical issues were identified. There are numerous "water level decrease" alarms on the date of the event. The field service engineer (fse) found a small kink in the vacuum tubing for a nozzle; this kink intermittently inhibited full aspiration during detergent dispense, leading to detergent overflow into other cells. The fse performed all probe and fluidic adjustments, decontaminated the sample and reagent probes, adjusted the gear pump pressure, performed cell blank calibration, and mechanism checks. The vacuum lines were traced from the cell rinse to the vacuum bottle, ensuring the tubing was positioned correctly with no damage or kinks. Precision testing was completed with qc material. The investigation determined that the issue found by the fse (kinked vacuum tubing) was the root cause of the event.